Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The patient reported via a manufacturer representative that they couldn't get more than 2 coupling bars since implant. The antenna locate (al) feature did not resolve the issue. A replacement implantable neurostimulator (ins) recharger was sent to the patient. Additional information received indicated that x-rays were taken and it appeared that the ins was flipped. The patient had not gotten more than 2 coupling boxes since the issue began. No interventions had been scheduled or planned yet. The patient would be calling their doctor to set up a consult. The ins recharger was very difficult to interrogate. No patient symptoms were reported. The ins was indicated for spinal pain and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ever since the patient lost (B)(6), 2 years ago, when he went on a diabetes diet this was when it all started happening. Patient stated it does not work anymore and he could not recharge it. Patient stated it was sitting on his sciatic nerve and he had sciatica all the time he was miserable. Patient stated an x-ray was done and they told him the ins had flipped over. Patient stated there was a rep present at the hospital when the x-ray was done. Patient wanted the ins removed or replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.